Event description:
It was reported that the patient received inappropriate therapy and aborted therapy due to noise on the rv lead. The lead was replaced.

Manufacturer narrative:
The reported event of noise was confirmed. The lead was returned in two parts. Both parts exhibited normal electrical characteristics. Analysis found the outer insulation abraded open from the ring and rv cables. The ring cables had their etfe insulations abraded at multiple locations. Abrasions at 6.6 cm adn 7 cm from the tip were found to have occurred from contact with the distal coil after the distal coil lumen was abraded away.